Event description:
It was reported that during a da vinci-assisted surgical procedure, a broken tip was observed on the force bipolar instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. There was a damage on fenestrated bipolar forceps instrument. No fragment(s) fell into patient's anatomy. No missing part was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip tip at the grip base. A piece approximately 16.88mm x 4.77mm was found to be broken off. The broken piece was returned and still connected to the instrument. The conductor wire was connected and doesn't show any damage to it and the instrument passed the electrical continuity test. Further inspection of the returned instrument found to have broken molded insulator at the distal end. The broken piece was returned. The complaint was confirmed by failure analysis. The probable root cause of a broken grip tip is attributed to use conditions. Damage to the instrument can occur while performing ¿off-label¿ surgical applications, such as needle bending/driving and suture snapping, or mishandling the instrument. Grip tip fragments may result when the metal injection molding (mim) is not retained to the overmold (om) during use.